Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that hook tip fragments were stuck inside the device and did not come out. There was no patient involvement.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Issue was identified prior to procedure. Instrument and accessory were discarded.

Event description:
Refer to h11 for follow-up information.